Event description:
Cancidas vials prematurely self activiated when attached via b. Braun addease 20mm binary connector to a mcgaw 250 ml sodium chloride 0.90% excel bag. Medication units were stored under refrigeration as required by cancidas storage conditions.